Event description:
During the pvi for atrial fibrillation procedure, after the non-abbott versacross was inserted, a blood leak and air leak were noted from the hemostasis valve on the agilis sheath when the non-abbott pulseselect catheter was inserted into it. While aspirating the agilis sheath a large amount of air was aspirated. The agilis sheath was exchanged, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood and air leak could not be conclusively determined.